Event description:
Olympus was informed that the subject device had powered-off during an unidentified procedure but the power-switch was said to have remained activated. The users were said to have experienced a complete loss of image. However, the reported phenomenon reportedly occurred at the end of the intended procedure, thus, the users reportedly were able to safely withdraw the endoscope and completed the intended procedure. There was no pt injury reported.

Manufacturer narrative:
Olympus followed-up with the field service engineer (fse) to obtain additional info regarding this report. The user facility reportedly removed the referenced unit from service on (B)(4) 2012 with a "do not use" sticker, but, someone was said to have removed the sticker and the referenced unit was said to have been put back into service as a result. An olympus field service engineer (fse) visited the suer facility to evaluate the subject device and identified that the cause of the reported phenomena was attributed to the isolation transformer and the power switches which were both replaced by the fse. None of the devices on the art were said to have been damaged. This is one of two reports. Also reference MFR report number 9611174-2012-00008. Please also reference MFR report numbers 9611174-2012-00007, 00006. This report is being submitted as a medical device report in an abundance of caution.